Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.

Manufacturer narrative:
Method: complaint history review; manufacturing record review; visual inspection; nc/CAPA history; x-rays; result: the failure for this particular blocker was not confirmed. The blocker show signs of normal wear and use (minor scratches and abrasions). There is no excessive damage to the blocker. The presence of two distinct deformation patterns suggests misuse or insufficient tightening as discussed above. The threading of the screw is fully functional; the blocker was tested and properly engaged in a mantis polyaxial screw. The failure (loosening) of this particular unit cannot be confirmed based solely on the pattern of deformation on the bottom surface of the screw, given the normal appearance and function of a blocker that has been implanted. Complaints were reviewed from march 2004 - september 19, 2013, the majority of complaints conclude that device disassembly is related to improper tightening of the blockers. The commonly associated user errors identified in previous complaint investigations concerning device disassembly are: failure to reach 12nm (under tightening), over tightening of the blockers, and/or cross threading of the blockers. The surgical technique states several key indications about the blocker insertion, rod reduction, and final tightening to ensure proper threading, effective conclusion: the xia 3 titanium blocker loosening /disengagement was not confirmed. There is minimal evidence (deformation pattern of bottom surface of blocker) suggesting, but not conclusively determining the failure mode. It should also be noted that the patient had a bmi of 27.4 indicating that the patient was overweight. The IFU clearly explains that the implanted spinal systems are subject to device disassembly over time with exposure to physiological stresses and strains; overweight/obesity is indicated as a contraindication to the IFU.

Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.